Manufacturer narrative:
Other relevant device(s) are: product ID: 8 00sr28, serial/lot #: (B)(4), PMA #: k072655, ubd: 14-mar-2024, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during this surgery a 28mm and 30mm mitral annuloplasty ring of the same model were attempted to be used, but ultimately the valve was replaced with a non-medtronic product. The reason the annuloplasty devices were not used was not reported. No additional adverse patient effects were reported.